Event description:
The customer reported that the vent has no audio alarm during power up. The mallinckrodt customer support engineer (cse) verified the alleged event. The "cse" inspected the device and replaced the audio alarm. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.